Manufacturer narrative:
During failure investigation testing, efforts to reproduce the customer reported vibration were unsuccessful. The root cause of the vibration was the left compressor. The left compressor was replaced, and the driver passed all final performance testing. This failure mode poses a low risk to a patient because the driver was not supporting a patient at the time of the customer-reported vibration. In addition, the vibration had no effect on the ability of the companion 2 driver to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its eval of this complaint and is closing this file.

Event description:
This companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver "vibrated" immediately after it was powered on and that the vibration did not resolve after three to five minutes. The customer also reported that the driver vibrated while running on compressors and that the driver was never connected to external wall air. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the driver's exterior revealed no anomalies. Review of the electronic patient file revealed a single compressor malfunction alarm. Although the alarm could not be duplicated, it was possibly caused by the vibration reported in the customer experience.

Event description:
This companion 2 driver was not supporting a pt. The customer reported that the companion 2 driver "vibrated" immediately after it was powered on and that the vibration did not resolve after three to five minutes. The customer also reported that the driver vibrated while running on compressors and that the driver was never connected to external wall air. This alleged failure mode poses a low risk to the pt because the issue was observed when the companion 2 driver was not supporting a pt. In addition, the reported issue would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.